Manufacturer narrative:
Product analysis: there is damage to the crest and flank of the threads that start at the beginning of the thread and travels up towards the hex. This is consistent with the screw being misaligned and cross threaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal internal fixation due to lumbar degeneration. Intra-op, the screw slipped and could not be tightened. The screw came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.